Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the customer contacted customer care to report discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) readings from their smart transmitter. The differences were not occurring within the first 10 days after insertion and were within the acceptable range (20% or less). The customer was educated about the lag between bg and interstitial fluid readings.

Event description:
Senseonics was made aware of an incident where customer contacted customer care to report discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) readings from their smart transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
The user contacted customer care to report discrepancies between their bloodglucose (bg) readings and the sensor glucose (sg) readings from their smart transmitter. The differences were not occurring within the first 10 days after insertion and were within the acceptable range ((B)(4)).the customer was educated about the lag between bg and interstitial fluid readings. In an associated complaint (MFR# 3009862700-2025-00070) where user reported of receiving glucose suspend alert 23 december 2014, day 3 after insertion. The RMA was authorized for the return of sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. A review of the raw sensor data showed depressed signal and reference channels. The glucose suspend alert was triggered when blue norm went below the 0.59 threshold value. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the implant procedure. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 02 april 2025. G3. Date received by the manufacturer? 02 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4310.